Event description:
Boston scientific received information that during an interrogation the clinician noted the right ventricular (rv) lead had been switched to unipolar configuration as the lead safety switch (lss) had been triggered f due to an out of range impedance measurement. The clinician reprogrammed the rv lead to bipolar configuration and tested the lead. All measurements were within normal limits. Boston scientific technical services (ts) was contacted and the clinician stated there was also episodes of noise stored on the rv channel. Ts recommended assessing the lead's integrity. However the clinician stated that since the patient was not pacemaker dependent, they would just leave the lead programmed to bipolar configuration and monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a procedure was performed nine months later due to continued out of range pacing impedance measurements. During the procedure fluoroscopy was taken with no significant findings. A lead fracture was suspected as when the lead was tested on the pacing system analyzer (psa) it yielded the same high out of range pacing impedance measurements. The rv lead was surgically abandoned. The pacemaker was also electively explanted at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.